Manufacturer narrative:
(B)(6). The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and found the foot was bent.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be due to improper handling.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after an unspecified surgical procedure, it was discovered that the craniotome device was "damaged". The report indicated that there were no delays to a planned surgical procedure. The report indicated that the availability of a spare device was "not applicable". There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.